Event description:
Hill-rom has received a report that reasonably suggests that the device may have contributed to a serious injury. The report indicated the patient suffered a broken leg while lying in bed. According to the customer, no caregivers were present when the event occurred and it is undetermined how the event occured. The patient remained on the bed per the customer's request. The unit was evaluated by a hill-rom technician and no problem was found with the unit.